Event description:
Pt wrote a letter in spanish. The letter was translated on the date of the report. The pt did not include phone number. Tried calling 411. Phone number is unlisted. Pt did not mention which meter pt has or which meter pt is requesting as a replacement. Pt also did not mention exactly what the issue is with the meter. The following info was included in pt letter: pt reportedly has been a diabetic for several years. The "little machine to test the blood does not work since it was received 6 months ago" pt wrote that pt needs to check sugar every day, and since pt is unable to test, pt sugar went up to "500 units" and pt had to stay in the hospital two times. Pt is requesting a new meter (newer model) that works and needs help in explaining how the meter works. Sending a letter through fed-ex an attempt to contact the customer to obtain more info.